Event description:
It was reported the patient experienced an allergic reaction to chloraprep. Per email: we have been advised by our supplier insight health ltd to contact yourselves in relation to an adverse drug reaction in relation to 270400 chloraprep 3ml applicator. My understanding is the product is manufactured by becton dickinson which we purchase via insight health. The information we have in relation to the reaction is as follows:- patients partner called today to advise that the patient attended (B)(6) on saturday after having a suspected infection around the site of the pic line. After attending (B)(6) , the hospital advised that there had not been an infection, it was suspected there had been an allergic reaction and it was around the area where chloraprep had been applied. Patient reported a burning feeling when chloraprep was applied and his skin went red and crispy. He has used it since his line was put in and he has also used the applicators from this same batch previously. It is believed by the patients partner that this is an allergic reaction and not a product fault, however we have arranged to collect a sample from the batch if required. Batch number 0196630.

Manufacturer narrative:
No additional information was provided by b braun medical UK. Primevigilance did reach out to obtain more information with no success. Production batch history records for applicator pn 270400 lot number 0196630 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 270400, batch no.: 0196630. It was reported the patient experienced an allergic reaction to chloraprep. Per email: we have been advised by our supplier insight health ltd to contact yourselves in relation to an adverse drug reaction in relation to 270400 chrloraprep 3ml applicator. My understanding is the product is manufactured by becton dickinson which we purchase via insight health. The information we have in relation to the reaction is as follows:- patients partner called today to advise that the patient attended a&e on saturday after having a suspected infection around the site of the pic line. After attending a&e, the hospital advised that there had not been an infection, it was suspected there had been an allergic reaction and it was around the area where chloraprep had been applied. Patient reported a burning feeling when chloraprep was applied and his skin went red and crispy. He has used it since his line was put in and he has also used the applicators from this same batch previously. It is believed by the patients partner that this is an allergic reaction and not a product fault, however we have arranged to collect a sample from the batch if required. Batch number 0196630.